Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The event could not be confirmed as log files covering the event date were not available. The device is related to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombus, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately seven months post hvad implantation, this patient was hospitalized for treatment of suspected pump thrombus. He was treated with one dose tissue plasminogen activator (t-pa) and pump parameters normalized.